Event description:
On (B) (6) 2010, the patient was implanted with an scs system with the ipg placed in the left buttock. It was reported that on (B) (6) 2010, while vacuuming, the patient felt a sudden jolt at the ipg pocket. Since then, the patient has reported a constant burning sensation at the pocket, even when the device is turned off. The pain does, however, intensify when the device is on and when the patient presses or lies on the ipg site. An x-ray revealed that all connections were intact, the ipg pocket appears swollen. On (B) (6)2010, the patient's ipg was moved to another location. The patient is currently doing well and no longer experiencing any burning or shocking.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.